Event description:
After the user properly put a fresh staple load on the previously unused endogia handle, the user attempted to test the instrument. Normally, the user should be able to squeeze the handle once until it clicks, the retraction knob should move about 1cm and he/she should observe the jaw of load close. With this instrument (and others) the jaw would not close and the retraction knob would not move. The green 'unload' interlock is not snapping all the way into position as it should when the load is put on. This interlock connects to an internal, ratchet-like mechanism that is remaining in the locked position instead of being lifted out of the way. There have been previous user complaints that are now recognized as being the same situation.